Manufacturer narrative:
Correction information: f10 continued: international medical device regulators forum (imdrf) adverse event reporting health effect - clinical code: 2001 perforation. 3261 multiple organ dysfunction syndrome, 4481 pancreatitis. Health effect - impact code: 1802 death, 4624 surgical intervention. Medical device problem code: 1670 use of device problem. Component code: 419 balloon. B4: date of this report. B5. Refer to h11. F3-5: contact office - updated. F7: follow up #02. F11: updated dates. F13: updated dates. Additional information: d4: primary unique device identifier (UDI). F9: age of device. H11: evaluation summary. Evaluation summary: the manufacturer received information regarding an event involving a pentax medical ultrasound video endoscope eg36-j10ur (sn: (B)(6)). The event occurred on (B)(6) 2025 during an endoscopic ultrasound procedure at hospital (B)(6). During the procedure, the physician attempted to instill water into the balloon. Instead of water, co2 gas was unintentionally introduced into the balloon, resulting in rapid and marked balloon expansion. A duodenal perforation was identified. Following identification of the perforation, the patient received antibiotics, underwent an abdominal CT scan, and was taken for immediate surgery. The patient underwent a transmesocolic duodenojejunal anastomosis. Two days after surgery, the patient was admitted to the intensive care unit (ICU) due to severe acute pancreatitis. On (B)(6) 2026, the manufacturer received official information from the treatment facility that the primary cause of death was multi-organ failure and the secondary cause of death was acute pancreatitis. The device configuration used during the procedure was confirmed on (B)(6) 2026 and (B)(6) 2026. The configuration included the following devices: endoscope eg36-j10ur (sn: (B)(6)), processor optivista epk i7010 (sn: (B)(6)), balloon oe-a51 (lot# 1021104), ultrasound system hitachi arietta 850 (sn: (B)(6)), and water bottle os-h5 (0151040, 0021032) or os-h4 (no lot number). It could not be determined which water bottle was used during the examination. An olympus co2 pump was connected via an of-g11 gas adapter. The devices were collected and evaluated. Functional testing and visual inspection of the returned endoscope and available accessories were conducted. No device malfunction was identified. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed that the endoscope was manufactured at miyagi on (B)(6) 2025 under normal conditions. A concession was applied during production; however, the device met all specifications, passed all required inspections, and was released accordingly. The dates of approval for shipment and the actual date shipped were confirmed on (B)(6) 2025. A root cause analysis (rca) was performed. The investigation confirmed that no defects or malfunctions were present in the endoscope, accessories, manufacturing process, or repair process that could have caused co2 gas insufflation into the balloon. Based on the investigation, a potential root cause was that the water in the water bottle assembly had been depleted during the clinical procedure and this condition was not recognized by the user. When water was attempted to be injected into the balloon, co2 gas remaining in the water bottle assembly was delivered into the balloon, resulting in balloon expansion. The user facility could not confirm whether the water bottle assembly was empty at the time of the event; therefore, this potential cause could not be excluded. Additional testing was conducted using an excised porcine duodenum specimen. The distal end of the insertion portion with the balloon attached was inserted into the lumen of the specimen, and co2 gas was insufflated into the balloon to inflate it. Under these test conditions, perforation of the specimen was not observed. A review of design and labeling changes since the last clearance date of (B)(6) 2020 confirmed that no changes related to the balloon inflation system, air/water/balloon channels, associated components, or IFU labeling were identified that could be associated with this event. A review of complaints, service reports, and mdrs over the previous two years identified this as the only reported case of gastrointestinal perforation associated with balloon inflation for this device model. The investigation determined that no device malfunction was identified. Pentax medical has not received any further information regarding this event and considers this medwatch report closed.

Event description:
Refer to h11.

Manufacturer narrative:
Correction information. B4: date of this report. B5. Refer to h11. F6: date user facility/importer became aware of the event. F7: follow up #01. F11: updated dates. F13: updated dates. Additional information: h11: additional narrative update: the initial report was submitted with an awareness date of december 19, 2025, based on notification of patient death received on that date. Following submission, a comprehensive review of regional office communications identified that information regarding serious patient injury (surgery and ICU admission) had been received on november 13, 2025, via customer email. Reason for delay: the november 13, 2025 email clearly documented serious injury (surgery and ICU admission). However, this information was not appropriately escalated to headquarters and was not recognized as meeting reportability criteria at the regional level. Direct inquiry confirmed that pentax medical spain had read and recognized this information on november 13, but determined reporting was unnecessary based on the following factors: more than one month had elapsed since the event date. Device had functioned normally during that period. Device inspection revealed no malfunction. Causal relationship between device and patient harm was unknown. The corrected awareness date is november 13, 2025. Investigation is ongoing; no device malfunction has been identified to date. Supplemental reports will continue as additional information becomes available.

Event description:
Refer to h11.

Event description:
On 19-dec-2025, pentax medical became aware of an event involving a pentax medical ultrasound video scope model eg36-j10ur, serial number (B)(6) in portugal within the emea region. On (B)(6) 2025, an endoscopic procedure was performed using the endoscope concerned. During a visit to the facility on 06-nov-2025, the pentax medical territory manager received a report from the facility's service department regarding a malfunction that occurred during expansion of the ultrasound endoscope balloon, and the endoscope was collected. On 13-nov-2025, the facility reported by email that during the endoscopic procedure, the ultrasound endoscope balloon expanded rapidly and extensively with air instead of water and affected the patient's duodenal wall. The facility also reported that the endoscope continued to be used normally for approximately one month from the date of the event on (B)(6) 2025 until collection on (B)(6) 2025, and there was no report from the facility regarding patient harm during that period. The email dated 13-nov-2025 did not include any information suggesting patient death, hospitalization, or a serious condition. At that time, the endoscope had already been collected and technical verification was in progress. While pentax medical maintained regular contact with the facility regarding the progress of the technical verification, notification was received on 19-dec-2025 that the patient who underwent the procedure with the endoscope had died. At this time, the causal relationship between the pentax medical endoscope and the patient's death is unknown. This event occurred during use. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
F10 continued: international medical device regulators forum (imdrf) adverse event reporting. Health effect - clinical code: 4580 insufficient information. Health effect - impact code: 1802 death. Medical device problem code: 3190 insufficient information. Component code: 4776 insufficient information. Due to limited information available regarding this event, pentax medical spain performed a good faith effort (gfe) to gather additional information and received a response via email on 24-dec-2025. According to the information provided, the patient who underwent the procedure was reported by the facility to have died, as communicated in an email dated 19-dec-2025. Further information regarding the circumstances of the event and the device is currently being collected. The affected device is currently located at pentax medical spain and is under investigation. Investigation is in process. If additional information becomes available, a supplemental report will be filed with the new information.